Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the hose clamp was leaking. Additional malfunctions include the zip ties were leaking, and the pm kit was dirty.